Manufacturer narrative:
(B)(4): the customer reported that a monitor had fallen and was damaged. No patient harm was reported. The limited information does not support that there as any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor had fallen and was damaged. No patient harm was reported.